Event description:
The event involved a device that did not hold the charge. A review of the device error log during investigation found multiple n56 (replace battery) and n252 (depleted battery) alarms. The device alarmed with the depleted battery message on start-up and the battery indicator displayed empty. When connected to ac power, the device passed the self-test. When disconnected from ac power, the device displayed a depleted battery message and powered down, which confirmed that the battery was not holding its charge and the battery was replaced. The complaint is confirmed with a probable cause of a depleted battery and the change battery function not being pressed correctly and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.